Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunctions documented in b5, the other evaluation findings are as follows: the adhesive on the bending section cover has a chip; the universal cord is sticky; the up/down angulation lever plate is sticky; the light guide bundle is slipping down; the control unit is sticky due to water leakage; due to wear of angle wire, the bending angle in the up direction does not meet the standard value; and, due to deformation of the bending tube, the return angle from bending of the bending section does not meet the standard value. The customer cleaned, disinfected, and sterilized the device before it was sent to olympus for evaluation. The customer does not have any idea when the foreign material adhered to the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the uretero-reno videoscope has a video defect. The device was returned for evaluation. During the device evaluation, a foreign object at the tip of the brush was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. Olympus will continue to monitor field performance for this device.